Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 50 mg/dl which was addressed with apple juice. Customer was unsure of cause of low bg. Customer has cancer and reported that the medication taken makes it harder to control bg. Recommendation was made by tandem's technical support for the customer to contact a healthcare provider regarding bg.